Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient fell to ground after not seeing a stone on the ground with no consequences. After the fall, patient said controller had lower alarm sounds. Site checked and confirmed the low alarm sounds and exchanged the controller. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned for evaluation. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Controller passed visual inspection and functional testing and ran without alarms. Review of the controller log files did not reveal any abnormalities. The returned unit worked as intended. The root cause of the reported "low sound" event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient fell to the ground after not seeing a stone on the ground. There was no dizziness or syncope associated with the fall. After the fall, the patient reported that the controller had lower alarm sounds. The site checked and confirmed the low alarm sounds and exchanged the controller. There was no reported patient injury as a result of this event. Controller was returned to manufacturer for evaluation.